Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier flopped around instead of opening or closing. The surgeon stated that it seemed to have a broken cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the issue occurred after a couple of clips while the surgeon commanded movement prior to clip operation inside the patient. The issue was resolved with a back-up clip applier instrument.